Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cloudy peritoneal effluent fluid, weakness, and a painful rash. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis and shingles (treated with antiviral). The patient¿s peritonitis was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided). However, the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. While hospitalized a family meeting occurred, and it was decided the patient would transition to incenter outpatient hemodialysis (hd). The patient¿s spouse previously performed the patient¿s continuous cyclic pd (ccpd) therapy due to her physical limitations. However, the patient¿s spouse passed away two weeks prior to admission, and the patient¿s family had been performing the patient¿s ccpd with her instruction. Due to the family¿s inexperience with pd, it is believed the patient¿s peritonitis was caused by a touch contamination event due to the family¿s involvement without formal training. The patient agreed to transition to hd, and the patient¿s pd catheter (not a fresenius product) was surgically removed, while an hd catheter (not a fresenius product) was simultaneously placed. The patient tolerated the transition to hd well and remains hospitalized while she is being treated for the shingles. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cloudy peritoneal effluent fluid, weakness, and a painful rash. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was diagnosed with peritonitis and shingles (treated with antiviral). The patient¿s peritonitis was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequency not provided). However, the patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s ceftazidime was discontinued. While hospitalized a family meeting occurred, and it was decided the patient would transition to incenter outpatient hemodialysis (hd). The patient¿s spouse previously performed the patient¿s continuous cyclic pd (ccpd) therapy due to her physical limitations. However, the patient¿s spouse passed away two weeks prior to admission, and the patient¿s family had been performing the patient¿s ccpd with her instruction. Due to the family¿s inexperience with pd, it is believed the patient¿s peritonitis was caused by a touch contamination event due to the family¿s involvement without formal training. The patient agreed to transition to hd, and the patient¿s pd catheter (not a fresenius product) was surgically removed, while an hd catheter (not a fresenius product) was simultaneously placed. The patient tolerated the transition to hd well and remains hospitalized while she is being treated for the shingles. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of shingles and peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, and transition to hd. The pdrn reported the patient¿s spouse previously performed the patient¿s ccpd therapy due to her physical limitations, however he expired two weeks prior to the patient¿s admission and the patient¿s family had been performing the patient¿s ccpd treatments with her instruction. Due to the family¿s inexperience with pd, it is believed the patient¿s peritonitis was caused by a touch contamination event due to the family¿s involvement without having undergone formal training. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.